Event description:
Customer reported that the battery of their pump was not charging. There was no reported adverse impact to the customer's blood glucose level. No additional information was received regarding actions taken or the outcome of the event.